Event description:
It was reported that the customer dropped her insulin pump in the toilet. Water got inside the insulin pump. The customer had to tap her insulin pump to receive her readings and deliver boluses. The insulin pump also had a scratched screen. Her blood glucose level was 242 mg/dl. She was advised to disconnect from the insulin pump and revert to a back up plan. The product will return. Nothing further to report.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad trace. No moisture damage electronic assembly and no button error alarm. The insulin pump has minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and missing endcap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.